Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal event during right ventricular automatic threshold (rvat) testing. There was no intervention performed. The device remains in service. No additional adverse patient effects were reported.